Manufacturer narrative:
Troubleshooting by welch allyn technical support confirmed that the display was not working. Likely potential causes for no display are blown display fuse or blown capacitor, blown fuse to power supply, or display power supply malunction. The display was sold in august 2011, and the display failure occurred approximately 4 yrs 7months which exceeded the (B)(6) 3 year warranty period. The display was replaced and is functioning as expected. No further investigation will be conducted.

Event description:
Welch allyn received a report from a welch allyn customer stating that their acuity display was inoperable. A display that that doesn't work could result in the loss of centralized patient monitoring. There was no death or injury associated with this complaint. The customer did not provide any patient information. This report was filed in our complaint handling system as complaint (B)(4).